Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided complete pump reset information and assisted the customer in resetting the pump. After the reset, the error code did not reappear, and the customer was able to successfully start their sensor session.